Manufacturer narrative:
The tosoh clinical support specialist (css) found that the retention time of the g8 analyzer was at 0.55 minutes, allowing for mislabeling of the fractions. Css educated the staff members to maintain a desireable retention time for sa1c between 0.59 and 0.61 for correct labeling of the fractions. One of the samples in question was an apparent persistent fetal at 10.6%. The sample was tested at another facility and the results were confirmed. Css continues to monitor this customer. Css called the customer back on (B)(6) 2017 and the customer indicated everything was fine. The most probable cause of the low retention time is related to the flow rate in which an adjustment to the flow rate would bring the retention time back into the optimal time of 0.59 minutes. The g8 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes, and troubleshooting pertaining to the g8 system. The g8 variant analysis mode operators manual indicates the tosoh g8 analyzer is intended for in vitro diagnostic use for the quantitative measurement of % hemoglobin a1c (hba1c) (dcct/ngsp) and mmol/mol hemoglobin a1c (ifcc) in whole blood specimens. This test is to be used as an aid in diagnosis of diabetes and as an aid in identifying patients who may be at risk for developing diabetes. Review of the g8 variant analysis mode training manual defines the following: the time it takes from injection of the sample to the time the specific peak elutes off the column is called the retention time. Each of the expected fractions has a window of acceptable retention times. As long as the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within the specified window, an unknown peak (p00) results. Each peak that elutes at a retention time that does not fall within the specified window is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the flow factor. Review of the g8 service manual identified the following information: parameters: flow factor. Content pump: flow rate correction coefficient problem and countermeasure: adjust when retention times for all peaks in the assay results are too long or too short. Flow rates increase with these values. Adjust in units of 0.02, and then check assay results. Problems described for these parameters may also be due to mechanical faults. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, tosoh clinical support specialist (css) visited the customer to provide additional training of staff on the use of the hbe auto verification for the g8 analyzer. During the training session, the css identified an operational issue with the instrument.